Event description:
The customer's wife reported that the insulin pump alarmed compromised force sensor system. The customer was changing out his insulin reservoir and was performing the manual prime process and received the compromised force sensor system alarm. Troubleshooting was done. Customer's blood glucose was 50 mg/dl. Customer treated with food. Explained to customer that during seating the force sensor did not detect the reservoir and that causes the compromised force sensor system alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm could be verified for the loose drive support disk due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).